Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular lead had numerous short v-v intervals and non-sustained ventricular tachycardia episodes. The non-sustained episodes could be provoked by contracting the pectoral muscles. A lead fracture was suspected and reprogramming was performed until the lead could be capped and replaced. No patient complications have been reported as a result of this event.